Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a bandage roll. The customer alleges when they remove the dressing, prior to the patient receiving a whirlpool treatment, they are finding "strings" and "pieces" of the bandage roll in the wound bed. The customer was able to successfully remove the pieces of the bandage from patient's wound bed with no further impact to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2011. The device history record (DHR) for this lot number was reviewed and indicated that the product was released upon accomplishing all quality requirements. One unopened package was received by the manufacturing facility for evaluation, and the reported defective condition could not be confirmed. The product is x-folded into 6-ply such that the only exposed edges are on the two ends of the roll. No loose thread was noticed during investigation but raw edges are an inherent part of the end of the kerlix roll. A possible root cause is dull knives at the winders where the gauze is cut and then processed into rolls. These knives are inspected and replaced during regularly scheduled preventative maintenance activities. Internal quality records do not indicate that corrective action is warranted at this time. This report will be used for tracking and trending purposes.